Event description:
It was reported to covidien on 10/20/2010 that a customer had an issue with a hemodialysis catheter. The customer reports a palindrome emerald catheter placed on (B)(6) 2010, developed a hole in the extension near the hub. Catheter was removed and replaced.

Manufacturer narrative:
Submit date: 11/1/2010. An investigation is currently underway. Upon completion, the results will be forwarded.